Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Error logs displayed that there was an umbilical cable disconnection error occurring on a regular basis. The representative then reported the power control board, computer for the imaging system and the interface (umbilical) cable to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable and computer have not been received by the manufacturer for evaluation. The suspect power switching board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system experienced an issue starting up. It was reported that the imaging system displayed that the system displayed "initializing please wait" and would not pass the prompt. The representative reported that restarting the imaging system twice restored functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis on the power switching board was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the imaging system was returned to the manufacturer for evaluation. When connected to a known operational imaging system, the screen would go black within two minutes of operation. It was noticed that the hard drive would click intermittently and the leds for it would not illuminate.